Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Event description:
It was reported that patient's ipg had reached end of life and was unable to communicate with external devices. It was noted that patient primarily uses tonic stimulation. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.